Manufacturer narrative:
Image review: the customer provided two photos of the distal assembly with a possible hole on the housing where tissue was protruding. One photo showed the tweezers possibly pulling out tissue from the identified area of damage. Product analysis: the hawkone connected to a cutter driver was returned with a 10ml syringe connected to the distal flush tool. No other ancillary devices were included. The hawkone was inspected and observed a tear to the tecothane layer of the housing approximately 1.5cm distal the cutter window. The tear was located on the top plane of the housing (opposite the gw lumen). The tear occurred between the laser drilled coils. The area of the tear shows the tecothane protruding outward. No other damages were noted to the returned device. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a hawkone device with a non-medtronic 6fr sheath and 0.014 non-medtronic guidewire during treatment of a 400mm, plaque cto (chronic total occlusion-100%) in the patient¿s proximal, mid, and distal left superficial femoral artery, popliteal artery, and tibial/popliteal trunk. Artery diameter reported as 5-7mm. Slight vessel calcification is reported. No vessel tortuosity reported. IFU was followed. Vessel pre-dilation was not performed. It is reported that upon removal of device from the patient for the purpose of cleaning, the physician noticed a small amount of tissue and some bulging at mid portion of nosecone. The physician attempted to flush the nosecone using the attached flush tool per IFU. The thumb switch was pulled back to on position and motor was turned off. The flush tool was advanced over nosecone and flush window turned clockwise to open. Using a 5ml syringe, heparinized saline flush was injected into flush tool hub. A small amount of tissue was removed from device but unable to flush the nosecone with ease and protruding amount of tissue and bulging was still present. No damage was noted to the device according to the rep nor was there evidence of a potion of the device breaking. There was no difficulty removing the device from the patient with the cutter in the close position. The device was replaced to complete the procedure. Multiple passes were made with the replacement device and it was removed from body multiple times for flush and cleaning without further incidents. No patient injury reported.